Event description:
Legal counsel for the patient alleges that patient underwent total hip arthroplasty and reports patient allegations of pain, discomfort, soreness, dysfunction, and loss of range of motion. Additional information provided in a review of invoice history confirms the hip arthroplasty procedure occurred on (B)(6) 2008 and a subsequent revision performed (B)(6) 2009. No further information has been provided to date. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. Additional information received in operative report noted patient was revised on (B)(6) 2009 due to a loose acetabular cup and an antalgic gait. Operative report further noted serous effusion and no bony ingrowth and tissue paper film separating the porous coated cup from the bone stock during the revision procedure. The modular head, acetabular cup and taper adapter were removed and replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 4 states, ¿loosening or migration of the implants may occur due to loss of fixation, trauma, malalignment, bone resorption, excessive activity.¿ this report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2012-02421 & 2015-00990).